Event description:
It was reported that the blood would not transfer into the blood bag. The patient was not given any pre-donated or bagged blood. No additional blood was given to the patient. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.